Event description:
Event description: subject ID: (B)(6). Study no: (B)(4). Clinical adverse event received for knee pain when walking or standing for long periods right. Device related: possibly related. Procedure related: possibly related. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".